Manufacturer narrative:
(B)(4).

Event description:
It was reported that gradual increased in impedance and high capture thresholds were observed. Patient was asymptomatic. The patient reported a fall few months prior landing on chest near the pocket and was asymptomatic after the fall. The capture threshold increased after the fall. The lead was capped and replaced on (B)(6) 2016. There were no complications during the procedure, and the patient was fine post procedure.